Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, when the surgeon cut the seven centimeter myoma with the device in half, the blade was getting dull and then could not cut at all. The blade could rotate, but it could not cut. The surgeon used scissors and cut the myoma without using device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. A sharpness test was conducted, and the returned blade failed the test with measurement equipment overload condition. The blade also failed to rotate during the evaluation.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.